Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. H6: component code: mechanical (g04) stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a fall at home which resulted in a peri-prosthetic fracture around the cpt stem. The implant was not broken. The cause of the fall is unknown. Radiographs were provided; however, a single CT slice is not sufficient for diagnostic purposes. A definitive root cause cannot be determined. The complaint is confirmed due to the medical records provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient had an initial hip procedure. Subsequently, the patient had a fall at home approximately 3 years later which resulted in a peri-prosthetic fracture around cpt stem. The implant was not broken. No implants were revised, and the bone fracture was repaired. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00801803602 lot# 64542661 femoral head sterile product do not resterilize 12/14 taper. Cat# 00631005836 lot# 64610357 liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell. Cat# 00620205822 lot# 64164996 shell porous with cluster holes 58 mm. Cat# 00801102032 lot# 64663094 allen medullary cement plugs 1-32 mm diameter flange/16mm diameter core store in cool dry place. Cat# 66044274 lot# w104 palacospro 75g. Cat# 66044274 lot# w104 palacospro 75g. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.